Event description:
It was reported that the pt was seen due to intermittent therapeutic effect. Testing up to 7v in bipolar produced no side effects. Testing up to 3v in unipolar produced appropriate side effects. At programming >4v, there was heating in the pocket noted. It was also noted that the lead-extension connection had migrated down to the pt's jaw line. Add'l info received reported that the pt was on coumadin so there would be a wait before any invasive procedures were done. There was a plan to explant the device. It was suspected that there was a current leak which was causing the warm sensation at the pocket as well as no side effects in bipolar programming up to 7v. There was no por noted with the device. Reference MFR report # 3004209178201003633.

Manufacturer narrative:
(B) (4).